Manufacturer narrative:
One used sample was returned for evaluation. The returned sample was visually examined and no holes or tears were seen on the cuff surface. The device was given leak testing that showed no leakage could be identified. The testing of the returned device could not verify the reported issue (leaking cuff) because no failure was identified.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the device was in use with patient (time in use not confirmed). According to reporter, the patient was able to speak; therefore cuff leakage was suspected. The tube was later replaced with no adverse effects to patient reported.